Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) emitted beep tones and could not be interrogated. The patient reported to the clinic feeling dizzy. A syncopal episode was also reported to cpi.